Event description:
Event description guidant received information that one day post-implant the patient was brought back to revise the implantable transvenous atrial and defibrillation leads due to dislodgement. The defibrillation lead was not able to be repositioned because the physician was unable to retract the helix.